Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." This report is number 1 of 2 mdrs filed for the same event* (reference 1825034-2016-02603 / 02604). Device remains in patient.

Event description:
During a left reverse shoulder procedure a locking screw head stripped. As the screw was unable to be removed, a burr had to be utilized to remove the screw head. The screw shaft remains in the patient's bone. There was a delay in the procedure of 45 minutes.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. One of the two screws were received for evaluation the other is still implanted. It was found that the head of the screw is stripped as reported; therefore, the complaint is confirmed. Also there is biomaterial at the bottom of the threads of the screw indicating the attempt to implant. There is no visible damage to the threads of the returned screw. Review of device history records found these units were released to distribution with no deviations or anomalies this device is used for treatment. Complaint history review identified no other complaint on this part and lot combination. It is noted in the complaint that patient had hard bone which may have led to the reported issue. However, a definitive root cause of the reported issue cannot be determined with the information provided.